Event description:
The customer contacted baxter's service center regarding a disconnected bag which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated that his heater bag must not have been correctly connected. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The hp stated that he wanted to finish manually. The tsr advised the hp to call his nurse within the next 24 hours and let her know what happened and that he finished manually. The tsr walked the hp through ending therapy. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he was not sure what had caused the bag to disconnect and he did not note anything unusual about his supplies. He did not know if use error had been involved. The supplies leaked out onto his floor when the bag disconnected, but no inadvertent exposure was reported. There were no samples available and he did not recall the lot. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.